Event description:
It was reported by the patient¿s spouse that the patient is deceased. Further review of the manufacturer¿s database indicated the patient died approximately seven weeks post upgrade to a biventricular implantable cardioverter defibrillator (ICD) system. Additional information obtained from the cardiologist office reported the cause of death is unknown. No remote monitor transmission was received related to the patient death and no device interrogation was performed post mortem.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 694765 lead: implanted: (B)(6) 2010. A 457453 lead implanted: (B)(6) 2010. (B)(4).